Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, while stapling the tissue, the device handle was jammed and there was resistance. They used a new stapler to complete the case.